Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff of the cannula cannot filled with air. After a few attempt of getting air in the cuff it worked and the air goes into the cuff. The next problem was that the air could not be pulled out of the cuff again. There was no patient involvement.